Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the pt connection does not fit tight enough onto the wye connector and could cause the circuit to inadvertently disconnect from pt et/trach tube. No pt injury reported.